Event description:
Customer reported device resulted in higher reading, however the value was not provided. Customer took insulin based on the reading. Results were in the 100s & 200s mg/dl back to back. Customer passed out at work. When customer was awakened, they were sweaty and shaking. No treatment. Customer stated taking less than the normal amount of insulin but could not recall exactly how much. No controls. A request was made for return product and replacement product was sent.